Event description:
A prothrombin time test is sensitive to deficiencies in the extrinsic coagulation system. Customers reported results for elevated inrs in patients with no reported clinical abnormalities on the option plus. Competitor reagents gave normal inrs of 1.00-1.10. The inrs reported were between 1.15-1.35 with simplastin excel. The mean of normal used in the calculation was 11.0 with an isi of 1.87. These observations lead customers to investigate or interpret possible disorders and prescribe additional biochemical assays.